Event description:
It was reported that the unspecified bd pen needle experienced blockage. The following information was provided by the initial reporter: consumer reported the needle when placed on pen does not drip out insulin and without a flow check test. This is the way he test the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned a total of 3 used 4mm, 32 gauge nano pen needles. No teardrop labels were returned for lot identification. The returned samples were inspected to ensure that using them was as least harmful as intended. The non-patient ends of the pen needles were visually inspected prior to testing for blockages. One of the pen needles was found to have a bent cannula on this side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needle appeared to be clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. Unable to perform complaint lot history check due to an unknown lot number for needle clog. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. A review of all risk management documents for the product family of the device involved in this complaint (pen needle: needle clog), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed.